Event description:
Caller states during a correlation study, a neonate pt received result of 46 mg/dl on the inform system and 72 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.